Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber did not fill with water when connected to a water container causing the humidifier to alarm. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber did not fill with water when connected to a water container causing the humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of the investigation.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer. The complaint chamber was performance tested for filling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: when connected to the water bag water flowed into the complaint chamber normally. The chamber filled successfully, 7 mm above the base and stopped below the maximum line. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to replicate the reported fault as observed by the customer. No fault was found with the complaint chamber. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".